Manufacturer narrative:
This complaint was previously reported under asr summary report e2001015 july 2015. This report is for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: according to reporter, the patient was diagnosed with colon cancer. A colectomy was performed for the purpose of removing the tumor. The patient stayed in the hospital for five nights. Approximately 2 days later the patient retuned to the hospital with a fever of 103 degrees and radiating pain stretching from the left abdomen to left shoulder. A CT scan was performed that revealed and anastomotic leak. A second surgery performed to cut out, close, and redo the anastomosis, as well as create a diverting ileostomy, both for the purposes of resolving the failed first surgery. After the second surgery the patient developed and infection and the incision that could not be closed for four months. Two months later the patient started chemotherapy. The patient underwent chemotherapy for six months, then a reversal of ileostomy. The patient lost significant weight, was physically debilitated. Approximately 2 years 4 months after the initial surgery, the patient died from metastatic colon cancer. There are no allegations that the device contributed to patient death.